Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was 149 mg/dl at the time of incident. Troubleshooting found that the cannula was stuck to the adhesive and that the cannula never entered the body troubleshooting also found that the transmitter was not communicating with the sensor.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor. Performed continuity resistance test and sensor failed the test. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.